Event description:
The customer contact reported the pt received more medication than intended. At 0755, the nurse programmed the device to deliver protonix 40mg/100ml at a rate of 20ml/hr, and the delivery was started. No further programming parameters were provided. At 0900, the device alarmed "dose end." At this time, the nurse noted the protonix container was empty. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)